Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural catheter would not come out after the procedure. They repositioned the patient and waited for the catheter to move. When taking the catheter out it broke inside the patient. The catheter was able to be taken out at the bedside and patient was given a few stitches.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter broke inside the patient. The customer returned one piece of an epidural catheter for. The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter piece revealed the catheter was received in a knot. It appears the distal end of the catheter was returned based on the marking at the end of the catheter. The likely most proximal end is slightly stretched at the point of separation. The catheter appears used as biological material can be seen between the inner coils). No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter piece using a ruler (ga-ln-0560-002). The returned catheter extrusion measures approximately 24mm. The coils and extrusion are slightly stretched at the point of separation. This indicates at least 86.1cm of the extrusion is missing as the specification for the epidural catheter indicates that the proper extrusion length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002 rev. 9. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The reported complaint of epidural catheter broke inside patient during removal was confirmed based upon the sample received. The returned catheter piece was missing approximately 86.1cm of extrusion from the likely most proximal end of the catheter. At the point of separation, the extrusion and coils showed signs of slight stretching. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, operational context caused or contributed to this event.

Event description:
It was reported that the epidural catheter would not come out after the procedure. They repositioned the patient and waited for the catheter to move. When taking the catheter out it broke inside the patient. The catheter was able to be taken out at the bedside and patient was given a few stiches.